Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the patient¿s brain leads were explored for possible infection/wound revision. The doctor performed wound revisions but did not remove the patient¿s brain electrodes. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for movement disorders. It was reported that the patient had swelling at the ipg pocket site. The doctor had opened the pocket in the operating room (or) and determined that it was infected so they removed the ipg. The ipg was discarded and would be replaced with another of the manufacturer¿s devices in the future. The issue was resolved. There were no further complications reported.